Event description:
The customer reported having unexplained low blood glucose of 36mg/dl. The customer stated that the insulin pump delivered a bolus at midnight, but she was asleep and did not deliver the bolus herself. The customer's recent glucose reading was 143mg/dl. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.